Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a dependent patient presented in clinic with arrhythmia. Upon interrogation, noise reversion and noise events were seen on the right ventricular lead. Noise appeared to inhibit the device pacing in the ventricle. Isometrics done in clinic reproduced the noise. Programming changes were done. Patient continued to be monitored. Patient was stable.